Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified common femoral artery. A 6.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in godd condition.